Manufacturer narrative:
MDR 9618003-2019-16626/ device 52 of 60. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 60 wafers from 6 market units had off-centered starter holes. She had used 12 wafers from the 6 market units. She stated that as a result of these wafers being off centered, she had decreased wear time from 3 days down to 1 day wear. No photo is available at this time.